Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had unresponsive buttons due to light moisture damage to the keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and minor scratches on the reservoir tube window.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer's blood glucose was unknown. The customer had reverted to a backup plan and was feeling fine. The discontinuation of the device was advised. Nothing further was reported.